Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for routine follow-up in clinic, lead noise was observed on the rv lead. The noise was not reproduced with isometrics testing. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.